Event description:
It was reported that a patient underwent an atypical flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a patient suffered a pericardial effusion during an atypical flutter procedure. A transseptal puncture without needle was conducted, the dilator and sheath were able to go through the atrial septum without use of needle. A left atrium (la) map was created with pentaray, in combination with the vizigo sheath. The pentaray was pulled out to insert the ablation catheter into the vizigo. An ablation line from mitral annulus to right superior pulmonary vein (rspv) (anterior) was conducted using 40w, recommended visitag settings including respiration adjustment enabled, max. Distance change 3mm, minimum time 3s, force over time 25%, minimum force 3g), ablation index (ai) 550 anterior, power mode, and default irrigation settings. The ablation catheter was pulled out. The pentaray catheter was inserted into vizigo to remap. After insertion of the pentaray back into the la, the physician noticed that he was unable to curve and move the vizigo as before and was not able to place the pentaray on the posterior wall with the vizigo during remap. Additionally, as the physician checked for a pericardial effusion with an echocardiogram, a pericardial effusion was detected. The procedure was stopped to treat the pericardial effusion. The patient consequences of pericardial effusion required pericardiocentesis. No abnormalities seen during ablation. No high contact forces on the thermocool® smart touch® sf uni-directional navigation catheter (stsf). Only "abnormality" seen was, that the vizigo could not be moved anymore as before, after the pentaray was re-inserted to the la for the remap. The surgery was delayed due to the reported event and the procedure was not successfully completed. No fragments were generated. The physician¿s opinion on the cause of this adverse event is that it was procedure and patient condition related. The patient outcome of the adverse event was reported as improved. It is unknown if the patient required extended hospitalization because of the adverse event. There was no evidence of steam pop. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The customer¿s reported deflection issue with the vizigo sheath is not MDR reportable since the issue itself most likely has the consequence of an intraprocedural delay and the potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
On 19-feb-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atypical flutter ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that a patient suffered a pericardial effusion during an atypical flutter procedure. A transseptal puncture without needle was conducted, the dilator and sheath were able to go through the atrial septum without use of needle. A left atrium (la) map was created with pentaray, in combination with the vizigo sheath. The procedure was stopped to treat the pericardial effusion. The patient consequences of pericardial effusion required pericardiocentesis. No abnormalities seen during ablation. No high contact forces on the thermocool® smart touch® sf uni-directional navigation catheter (stsf). Only "abnormality" seen was, that the vizigo could not be moved anymore as before, after the pentaray was re-inserted to the la for the remap. The surgery was delayed due to the reported event and the procedure was not successfully completed. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).